Event description:
(B)(4). It was reported that biologic cement extravasion into the spinal canal occurred during a kyphoplasty in a patient. A long-term follow-up (3 years), and a review of the scientific literature related to the topic was done. A report was conducted of one case with a review of literature. Biological cement extravasion into the spinal canal following kyphoplasty with long-term follow-up. "Patient suffered sudden onset of lumbar snapping sensation and pain in the back lumbar hinge while jumping on a trampoline. Patient was admitted to the emergency room and was diagnosed with a wedge fracture at l2. Patient has severe pain at the level of dorso-lumbar nela. CT and MRI scans were performed; blood counts and blood chemistry as well as phosphor-calcium metabolism were all normal and tumor markers were negative. Patient had a percutaneous vertebral augmentation cp with kyphos biological cement with balloon kyphoplasty. Procedure was carried out under general anesthesia. Immediately post-op, it was discovered that the patient had weakness in the quadriceps. It was discovered that the patient had intraspinal leakage. Following a two hour revision surgery, the patient had an improvement with quadriceps mobility and was mobilizing without difficulty. Patient was discharged after a week. Study was done at three months, and thereafter every six months up to three years post-op."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable. Imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.